Event description:
A malfunction on a pump was reported by a caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any malfunction code appears again.